Event description:
After insertion of IV catheter, when securing and saline locking- IV catheter tubing noted to have manufacturer defect. Tubing was bent and appeared that it would completely disconnect easily where tubing connects to the y-site dual port. IV discontinued and new IV was placed.